Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the display is blank on power-up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed but was unable to duplicate the reported issue.